Event description:
It was reported that the problem was not with the cable but the systems computer. The fse also reported that this prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The upc main board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.